Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this non-pacemaker dependent patient experienced multiple syncopal episodes and was brought into the hospital for evaluation. Upon device interrogation, the device function appeared normal. However, the patient became symptomatic even when the pacemaker was providing pacing therapy. The patient appeared to become symptomatic when the intrinsic heart rate of 58 beats per minute (bpm) was competing with the pacemaker's lower rate limit of 60 paces per minute. It was reported that the patient had fallen after syncopal events started to occur. Technical services (ts) was consulted and reviewed stored episodes from the device's memory and it appears the pacemaker's atrioventricular (av) search hysteresis was functioning when the patient's symptoms were occurring. Ts discussed programming options and the av delay was decreased. No additional adverse patient effects were reported.